Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right atrial (ra) lead exhibited undersensing of p waves which led to an inaccurate number of atrial tachycardia (at)/atrial fibrillation (af) episodes. The undersensing caused the implantable cardioverter defibrillator (ICD) to shock due to the ventricular rate being greater than the atrial rate. The p waves were reported to be smaller then previous measurements. Also, the right ventricular (rv) lead exhibited high thresholds. The leads and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.